Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the alarm buzzer was defective. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was able to turn on using both battery and ac power. During operational testing the unit provided visual alarms and passed simulation testing by providing accurate measurements. The front speaker was loud but intermittently slightly distorted. The speaker was disconnected and reconnected and the tone was crisp and clear through 10 minutes of alarming. The distortion was likely due to poor speaker connectivity. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the alarm buzzer was defective. No consequences or impact to patient were reported.